Manufacturer narrative:
(B)(4). Evaluation method, results and conclusion: (ivus images returned). (Device is not indicated for use in arteries above the aortic arch).

Event description:
A scuba peripheral co-cr stent was implanted in the brachiocephalic ostium to treat sever stenosis of the innominate trunk with good angiographic result and resolution of the pressure gradient. Pt continued to be asymptomatic until 9 months later when the pt underwent an eco-doppler tsa examination showing severe in-stent restenosis of the previously implanted stent. Subsequent angiography confirmed the severe stenosis and showed a stent fracture with distal migration up to the bifurcation between the right subclavian and common carotid arteries. The embolized stent portion did not result in any flow obstruction and restenosis was limited to the proximal stent portion which was still in-situ, as placed, at the origin of the innominate trunk. The pt underwent a pta procedure with a pta balloon in the restenotic portion with good angiographic result and resolution of the pressure gradient. No add'l clinical sequelae were reported.